Manufacturer narrative:
Other applicable components are: product ID: 3057, serial#: unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence. The patient's daughter reported the patient pulled the entire device out. There were no contributing factors, diagnostics/troubleshooting performed. They were advised to contact their healthcare provider. It was reported the issue was not resolved at the time of the report. No patient symptoms were reported. No further complications were reported or anticipated.